Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead was explanted to resolve the event.

Manufacturer narrative:
The reported noise, lead damage, and inhibition of pacing were confirmed. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported events was isolated to the external insulation abrasion which is consistent with lead friction to the device can.

Event description:
It was reported that the lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing and inhibition of pacing was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored.